Manufacturer narrative:
One partial device was returned for testing and investigation. Testing found the clave secondary port was completely torn off of the cassette. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the male adapter of an unspecified tubing set was connected to the clave secondary port on the cassette of the tubing set. After an unspecified length of time, it was reported that as the nurse moved the pump from a cart to an IV pole, the semi-rigid female adapter on the cassette of the tubing set cracked and broke off. An unspecified volume of solution leaked. It was reported that the nurse immediately clamped off the tubing set. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.